Event description:
A 52-year-old female patient with newly high-grade glioma, unspecified started optune gio therapy on (B)(6) 2026. On (B)(6) 2026, the patient¿s spouse informed novocure that the patient was diagnosed with thunderclap headaches on (B)(6) 2026, while not on optune gio therapy. According to the spouse, the headaches occurred in waves and were debilitating to the patient. The spouse believed that the intensity and frequency of the headaches increased while on optune gio therapy. The patient subsequently went to the emergency room (ER), where an unspecified pain medication was prescribed. The healthcare provider (hcp) was contacted for additional information, without reply.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the device to headaches cannot be ruled out. Headache is an expected event with optune gio device use (ef-11 16% and 28% ef-14 optune arm). Headache is also an expected symptom of disease in gbm.